Manufacturer narrative:
Summary of evaluation: evaluation results indicated that the cause was attributed to insufficient strength of the pin to withstand excessive loading. Corrective action has long since been implemented to improve the reliability of the locating pin.

Event description:
The fixation knob broke off the end of the broach handle when the broach was being removed. There was no adverse consequence for the pt or delay in surgery or anesthaesia time.